Event description:
It was reported that pain in the patient¿s left buttock cheek started again on friday. The patient had this pain before he was implanted and was worried that he moved the lead. This was the first time he has been able to sleep on his back since 1991. The patient was going to see his doctor next week. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), product type lead; product ID 977a260, serial # (B)(4), product type lead. (B)(4).